Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Additional information received indicated the access vessel minimum luminal diameter measured 6.5mm with mild calcification and mild tortuosity reported. The axela sheath and ultra delivery system were not returned to edwards lifesciences for evaluation. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. No imagery, photographs or video were provided for evaluation. Lot history review revealed no other similar complaints. Complaint history review from march 2018 through february 2019 for the edwards axela introducer sheath set revealed a similar complaint, which is pending engineering evaluation. Review of complaint data revealed that the occurrence rate did not exceed the monthly trigger for action. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, multiple 100% inspections on the axela sheath are performed. The sheath undergoes 100% visual inspections for the following: - patch bonding inspection under 3x magnification. - inner member proximal bond and inner tip bonding visual inspection under 3x magnification. - inner member visual inspection under 10x magnification. - outer jacket assembly ¿ strain relief bonding visual inspection under 3x magnification. - shaft visual inspection under 3x magnification. - tip visual inspection under 10x magnification. - sheath final inspection. In addition, product verification (pv) testing is performed on a sampling basis. These inspections indicate the delivery system and sheath have sufficient inspection in place to identify non-conformances related to the complaint event. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for complication of device removal was not able to be confirmed since imagery and procedural videos were not provided for review. Due to the unavailability of the axela sheath, visual, functional and dimensional testing was not able to be performed. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the axela sheath has proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Per the IFU, the sheath is to be removed from the patient¿s body without torqueing and with the edwards logo facing upwards at all times. With the edwards logo facing up, the hinge point of the distal flap (where the distal flap is bonded to the inner member) is also facing up. If the sheath were torqued as it was removed, or if the proglide sutures were pulled taut and the sheath was removed at an angle, the end of the distal flap may have briefly become caught on the sutures. Although a definite root cause cannot be determined, available information suggests procedural factors (sheath removal, proglide technique) may have contributed to the damage to the proglide suture during the removal of the axela sheath and the subsequent extended time of the procedure in order to close the wound. Review of the complaint history revealed that the occurrence rate did not meet the trigger for action. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no product risk assessment, nor preventative or corrective actions were required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 ultra valve, during the removal of the axela sheath, the proglide closure suture was ¿joined¿ with the bulged tip of the axela sheath and was damaged. An occlusion balloon was introduced through the contralateral femoral artery to occlude the wound. Another percutaneous closure was used to close the access site. The procedure took 2 hours longer than expected. At the time of the report, the patient was doing well. Information regarding the access vessel minimum luminal diameter and the degree of vessel calcification and tortuosity was not provided. The axela sheath and delivery system were discarded following the procedure and are not available for evaluation by edwards lifesciences. The sapien 3 ultra valve remains implanted in the patient.